Event description:
On (B)(6) 2018 this rv lead was explanted and replaced due to loss of capture. No adverse events to the patient were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.